Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pkc1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider and a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient fell in (B)(6) 2015 and again on (B)(6) 2015. Following the fall, she had loss of stimulation and efficacy. The patient had not felt stimulation for two months and experienced a daily return of symptoms and lack of efficacy. The change in therapy/symptoms was noted to be sudden. The patient was also bleeding from a port-a-cath, which was sudden. Stimulation issues were not related to positional movement and she had not had any recent medical tests or electromagnetic interference environmental exposure. In (B)(6) 2015, the patient was hospitalized due to urinary tract infections and retention occurred after the urinary tract infection resolved. The poor communication screen was also seen and there was poor communication with the patient programmer. An antenna was used and confirming that the antenna was secure and syncing with the implantable neurostimulator (ins) did not resolve the reported issue. Information wa s reviewed with the reporter to unplug the antenna, place the programmer directly over the ins on the skin, and sync. No potential event cause, troubleshooting, interventions or outcome were reported regarding the loss of stimulation and efficacy. No potential cause or relevant medical history was reported regarding the urinary tract infection. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.